Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2019-03007 and 3006705815-2019-03009 additional information received identified the patient had the scs system removed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2019-03008 and 3006705815-2019-03009. It was reported the patient requested to have the scs system removed because it was not providing adequate pain relief. No further information was available as the company representative was not present for the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2019-03007 and 3006705815-2019-03009.